Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular treatment of a 46mm abdominal aorta combined with a right common iliac artery aneurysm, difficulties where encountered when advancing the device due to a gap between the tip and the outer sheath of the enlw1613c95ee endurant limb. It was noted that no attention was paid to whether the gap was present prior to insertion into the patient. During the procedure, the main body was deployed normally, but positioning the contralateral leg enlw1613c95ee was challenging, leading to the withdrawal of the delivery system. A gap between the stent outer sheath and the tip was identified, causing difficulty to advance. A non-mdt 16f sheath was then used to successfully deploy the stent. When preparing to implant the second stent enlw1616c120ee, a similar gap was observed when the device was opened and inspected prior to implantation. The stent was introduced using the 16fr sheath, completing the operation. The healthcare professional suggested a potential stent quality issue. The event was resolved using the non-mdt 16f large sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion :two still images received for analysis. First image depicts the distal end of an endurant delivery system. A gap is evident between the graft cover and taper tip, however the exact dimensions of the gap cannot be confirmed. Second image depicts the distal end of an endurant delivery system. Blood is evident in and around the graft cover. A gap is evident between the graft cover and taper tip, however the exact dimensions of the gap cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.